Manufacturer narrative:
The ventilator generated a technical error code indicating a turbine module over-voltage. The device failed to meet its specifications. There was no patient harm. There have been no adverse events sustained as a result of the issue. The turbine module was replaced to resolve the issue and the defective part was returned for further investigation. According to the provided logs, the reported technical error message appears during battery operation of the device. During simulated use testing of the returned turbine module in a reference ventilator, the device passed the pre-use check and the testing could not reproduce the reported failure during simulated ventilation and multiple power source switches from battery to mains. The reported issue could not be reproduced. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to turbine module.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator had a turbine failure. There was no patient harm. Manufacturer's ref. #: (B)(4).